Event description:
It was reported that a ventilator that was connected to a patient did not produce any volume. The ventilator device logs shows several generated alarms. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was on site and examined the ventilator. The ventilator was found to be working according to spec, i.e., without any faults detected. No parts were replaced, but the device logs were downloaded. According to the device log files, there had been a lot of alarms indicating that the airway pressure exceeded the preset upper pressure limit. This could be caused by an increased expiratory resistance in the breathing circuit, however, this has not been determined. The chosen ventilation mode pressure regulated volume control (prvc) has pressure limitations that leads to less delivered volumes when the airway pressure is high. Alarms were generated accordingly for this limitation. There were no entries in the logs to indicate a ventilator malfunction. Our conclusion is that the ventilator worked according to its specification, i.e. No malfunction. A high airway pressure may lead to a stop of ventilation, in such an event, a high priority alarm will be generated per design of the unit.

Event description:
(B)(4).

Manufacturer narrative:
A supplemental report will be submitted when the investigation has been finalized.